Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37701, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type implantable neurostimulator; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that high impedances were measured pre operation. It was noted that impedances were >10,000 ohm on almost all electrodes were out on 8-14. It was further noted that electrode four was out on 1-8. The reporter stated that during the surgical procedure the implantable neurostimulator (ins) was changed and impedances were checked again. The reporter further stated the impedances were the same. It was noted the healthcare professional decided not to replace the leads. It was further noted the manufacturing representative was able to program good coverage for the patient post operation. It was noted that there were no patient symptoms or complications associated with the event. It was further noted the patient status at the time of this report was alive with no injury. Additional information received reported the ins change was due to normal battery depletion. Refer to manufacturer report #3004209178-2014-08700.